Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Pump received with pillowing keypad overlay. Pump failed the force sensor test due to moisture damage on the force sensor. Moisture damage was also found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the dent on the lower back part of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.